Event description:
Adverse event: "myopic surprise" (postoperative refraction, unexpected). Product problem "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported having a pt with a myopic surprise following intraocular lens (iol) implant surgery. The lens was exchanged. The surgeon stated the initial lens was too strong and the axis was off. The event was related to erroneous k measurements taken by the facility (biometry error). The event resolved following the exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B) (4). (B) (4). (B) (4).